Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had issues with their insulin pump. It was reported that the customer had been hospitalized for high blood glucose levels. The customer's blood glucose level was 252mg/dl. It was reported that the customer had bent cannula. It was reported that the customer switched pumps and then received no delivery alarms. It was reported that the pump would be replaced and returned for analysis.

Manufacturer narrative:
The insulin pump was received with operating currents within specifications and passed self-test, rewind, prime seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected insulin flow blocked alarms were noted. The insulin pump had minor scratched lcd window, case and keypad overlay.

Manufacturer narrative:
The pump passed the volume accuracy test.